Event description:
It was reported that while patient was undergoing a non-device related procedure, the device was programmed to vvi. After the procedure, the device was programmed back on and post paced t-wave oversensing was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.